Event description:
It was reported that the pt suddenly stopped having access to sound on (B)(6) 2011. The audiologist checked the functionality of the external parts and changed the processor, the battery pack and the coil. When stimulation was carried out with the dib coil, the pt could hear the stimulation, but there was no response when the audiologist stimulated with two different processors. Testing showed that the device had malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.